Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited a longevity estimation anomaly. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was returned for analysis at end of service (eos). Electrical testing and a longevity assessment was performed and found the device exceeded projected longevity and it is considered normal battery depletion.